Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that infusion set fell out of customer and assistance was needed with infusion set change. Caller states that infusion set fell out due to paper backing not taken off. Customer's blood glucose was 400 mg/dl which was treated with insulin pump. Caller did not want to continue troubleshooting due to being tired. Caller received assistance with infusion set change.